Event description:
Per independent repair center statement, the customer stated problem: low o2 or yellow light. Problem confirmed: yes. Key failure: pilot operator valve leaking. Additional malfunctions: a o2 outlet broken, zip tie leaks, hose clamp leaks, pm kit dirty.